Manufacturer narrative:
Additional information was received that the patient just wanted to upgrade the ipg, however, she no longer wanted to proceed with the procedure. No further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50 cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.